Event description:
It was reported that the spinal cord stimulation was unable to provide adequate pain control despite multiple programming changes. The device system was explanted.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found, the ins was functionally ok. Final device analysis of the first extension (lot# nhu028323v) revealed a reliability non-conformance; multiple conductors/wires were broken. The #2 conductor was broken at the crimp sleeve (to the coil) and the #3 conductor was broken at the crimp sleeve at the #3 connector block. Final device analysis of the second extension (lot# nhu030139v) revealed a reliability non-conformance; all/multiple conductors/wires were broken. The #1, #2, and #3 conductors were broken at the distal end of the crimp sleeve (to the coil).